Event description:
The fresenius hemodialysis machines ac power cord with the black plastic bridge, which is manufactured by a power cord manufacturing company exhibited charring at the neutral wire in the molded clear colored plug.

Event description:
The fresenius hemodialysis machines ac power cord with the black plastic bridge, which is manufactured by a power cord manufacturing company exhibited charring at the neutral wire in the molded clear colored plug.